Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device displayed a low flow alert. The flow rate was 0 and the nurse disconnected and reconnected the pads using proper technique still there was no improvement in flow. The nurse runs diagnostics and the flow was 2.1 l/m, inlet pressure -11 psi range, circulation pump command 50% range. The nurse reconnected pads one by one and flow rate was still low. Mss advised to try another device if still there were issues with low flow rate and to switch out the pads. Per call back an hour later, there was still low flow on the second device so they switched out the pads and flow rate was good with new pads. The therapy to the patient was continued. As per the follow up information nurse stated that the therapy was completed and the pads were disposed of.

Event description:
It was reported that the arctic sun device displayed a low flow alert. The flow rate was 0 and the nurse disconnected and reconnected the pads using proper technique still there was no improvement in flow. The nurse runs diagnostics and the flow was 2.1 l/m, inlet pressure -11 psi range, circulation pump command 50% range. The nurse reconnected pads one by one and flow rate was still low. Mss advised to try another device if still there were issues with low flow rate and to switch out the pads. Per call back an hour later, there was still low flow on the second device so they switched out the pads and flow rate was good with new pads. The therapy to the patient was continued. As per the follow up information nurse stated that the therapy was completed and the pads were disposed of.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews.